Event description:
It was reported that during an unspecified surgical procedure the motor device was "not working" and ¿air [did] not flow through the hose when the foot pedal [was] pressed¿. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the shift lever was missing. Therefore, the device could not be tested. The reported condition was not confirmed or duplicated. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device and observed that the shift lever was missing. Therefore, the device was returned in a condition that was unable to be tested. The reported condition could not be confirmed and an assignable root cause was not determined.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.